Manufacturer narrative:
Pump passed the self test and displacement test. No unexpected pump error 53 alarm during testing however, the formatted history file confirmed pump error 53 due to a software error.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed software error. Troubleshooting was not performed. Insulin pump will be returning for analysis.